Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.6 v after (B)(6) months of implant. The monitoring voltage was 2.9 v a year earlier. A save to disk was analyzed which revealed the device had a monitoring voltage of 2.65 v after 47 months of implant. The device was not exhibiting the behavior of the shortened replacement window advisory, originally communicated (B)(4) 2007. However, there was a concern the battery was depleting prematurely. No adverse patient effects were reported. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
The patient is monitored via latitude. The available information suggests this device remains in service. Should additional information become available this event will be updated. This device has not been returned for analysis. Should additional information become available this report will be updated.